Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. Dianeal therapy was ongoing until the time of death. It was not reported if pd therapy with a homechoice (hc) device was being performed prior to or at the time of death. It was not reported if pd therapy with a baxter solution was being performed prior to or at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.